Event description:
It was reported that the fiber was not working properly and was not showing green light through out the fiber. The fiber had been used for approximately 100.000 joules. The fiber was replaced and a second fiber was used to complete the procedure. There were no patient complications. The fiber was returned and analysis identified a break in the fiber body between the connector and control knob.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. The fiber was tested with the hene (helium-neon) laser and most of the output escapes from the break location. The glass cap exhibited no devitrification at the output window. The metal cap exhibited mild charred detritus adhesion on its surface. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.